Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, loss of sensing, loss of capture and was found to be fractured. The terminal segment of the lead was cut and the lead was capped. No patient complications have been reported as a result of this event.